Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation around the implant site. Subsequently the patient was prescribed topical ointment to treat the site. The implanted device remains.